Event description:
The customer reported to olympus that when the camera head was plugged into the camera box, no image appeared. The issue occurred during preparation for use, and the procedure was completed with a similar device. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found kinks/knots on the video cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the kinks and knots that were observed on the video cable may cause intermittent image problems. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. There is no indication that this device was not used in accordance with the IFU/labeling. Olympus will continue to monitor the field performance of this device.